Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a small amount of foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. Also, the suction valve was found to be stuck. The issue was noticed during reprocessing after an unknown procedure. The procedure was completed with the same device and there was no delay. Pre-use inspection was conducted. The cleaning, disinfection and sterilization (cds) was performed using oer-5 reprocessor. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized (cds) before requesting repair. It was unknown when the foreign material adhered to the scope. It was unknown if endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was not submerged in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. An evaluation of the returned device confirmed the customer allegation ¿reduced angulation¿. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. However, the allegation ¿suction valve was stuck¿ could not be confirmed. There were few additional findings. Due to deformation of scope connector cover, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to deformation, right/left knob does not move smoothly. Damage of up/down knob resulted in an abnormal sound. Adhesive on bending section cover was chipped. Paint on suction cylinder and air/water cylinder was peeled. Scratches were found throughout the device. Connecting tube was wrinkled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.